Event description:
The meter does not power on. The batteries were replaced less than a year ago and the meter still would not power on. They contacted a pharmacist, who advised them to contact lfs to get the meter replaced. Customer service was unable to resolve the issue and sent them a new meter.